Event description:
A malfunction alarm was reported by the customer without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level, as no data indicating elevated levels was provided. Technical support assisted the customer by providing pump reset instructions, and after resetting, the malfunction code did not recur. The customer was able to continue using the pump and was instructed to report any future issues.